Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on (B)(6) 2019 stating, "customer claims difficult, cannot clean" involving the pentax medical video gastroscope model eg-2990i, (serial number (B)(4). The reporter stated that the gastroscope "failed 3m atp testing". No other information was provided at the time of the report. The gastroscope was returned on (B)(6) 2019 and evaluated by the service technician at pentax medical on (B)(6) 2019. The pentax medical service inspection findings included the following: image dark; passed dry leak test; lightguide prong cover glass set loose; passed wet leak test; customer complaint not duplicated; umbilical cable single buckled under pve root brace; air/ water socket cylinder o-ring chipped; fluid invasion not observed in control body; fluid invasion not observed in pve connector. The gastroscope is currently pending repair as of (B)(6) 2019.